Event description:
A cook echo tip ultra endoscopic ultrasound needle was used during the procedure. The first pass through the endoscope was completed for cell sampling. During the second pass through the endoscope, the handle separated from the needle when they were removing the needle from the pancreas. The outer sheath, handle and a section of the inner needle were able to be removed. However, a section of the needle was still left inside the pt and also inside the endoscope. They were unable to remove the needle section manually. The physician placed a snare through the endoscope and was able to place the snare around the detached needle section. The needle section was able to be removed from the pt and endoscope. The physician indicated this was very difficult but was able to successfully remove it and no part of the needle remained inside the pt. A section of the device did not remain inside the pt's body. The pt did not sustain any harm.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. There was a break approx 138.9 cm from the distal end of the device. The broken section of the needle was removed from the handle. That section measured 11 cm longer than the handle. The sum of the two sections is 149.9 cm which is within the mfg tolerance for the device length. When checked under a microscope the break pattern of the two ends of the broken sections matched. The needle was curved and bent in multiple places along the length of the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was viewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determined a cause. Multiple kinks in the needle and outer sheath can occur if the device experiences excessive pressure during use. If the needle experiences multiple passes to obtain multiple samples or if the mass to sample is very hard, a bend or kinking of the needle can occur. It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope, this could contribute to severe bending of the needle which could lead to breakage. Prior to distribution, all echo tip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.